Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The totally occluded target lesion was located in the moderately tortuous and calcified iliac and superficial femoral arteries extending down behind the patient's knee. Resistance was encountered as the coyote es mr 2mm x 20mm x 143cm balloon catheter was being advanced to an unspecified location between the superficial femoral artery and back of the knee. The coyote balloon was inflated between 6atm and 10 atm; however, the inflation pressure would not rise beyond 6atm and 10atm. It was noted blood was flowing into the coyote balloon catheter. The physician thought that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The totally occluded target lesion was located in the moderately tortuous and calcified iliac and superficial femoral arteries extending down behind the patient's knee. Resistance was encountered as the coyote es mr 2mm x 20mm x 143cm balloon catheter was being advanced to an unspecified location between the superficial femoral artery and back of the knee. The coyote balloon was inflated between 6atm and 10 atm; however, the inflation pressure would not rise beyond 6atm and 10atm. It was noted blood was flowing into the coyote balloon catheter. The physician thought that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer:there was blood and contrast in the balloon and inflation lumen of the catheter. The mid-shaft was twisted proximally from the guidewire exit notch. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).